Event description:
Coronary balloon. An rca angioplasty was being performed. Artery had spiral dissection back to the aorta. Many stents (6) had been placed. Residual stenosis remained in the midsection. A 3.0 x 15 n.c. Monorail was placed. The balloon became lodged in place, inflation was 30 seconds at 15atm. The balloon could not be drawn back. Part of balloon stayed inside pt's artery. The pt was sent to surgery for removal. This was not a "detachable" balloon and catheter. The balloon is mounted on the catheter and is one unit. The balloon "rides a wire" to advance with the "non complicated" monorail versus a balloon placement over the wire. A functioning vacuum was placed on the pump when the balloon was deflated. It is not known if this incident was due to the balloon or the pump. Upon removal, the balloon was shown to be "stuck on the stent struts". The reporter indicated that this was the first time type of event had occurred with this device in this facility. There was nothing unusual about the procedure this time versus other times. It was acknowledged that spiral dissections are a complication that can occur. Right coronary artery angioplasty procedures have a higher complicaton rate. After surgery to remove the remaining parts of the balloon, the pt did not have a repeat angioplasty procedure. The reporter stated that the pt expired in 02. Death is being attributed to this event. Root cause analysis is being done at the hosp. If additional info becomes available, a follow up report will be sent.